Manufacturer narrative:
The lead and anchor were returned to saluda for analysis. The lead failed testing due to electrode disconnections. Microscopic inspection of the lead identified a cut leading to disconnected electrodes and damage to the lead body, likely caused by the explant procedure. Wire breakage was also found at a kink immediately distal of where the anchor was fixated, which is consistent with damage that may be caused by implant technique. This damage was likely the cause of the reported event. The cause of the wire breakages cannot be conclusively determined. The manufacturing records were reviewed. The product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief after multiple falls. Disconnected electrodes were identified and adequate pain coverage could not be achieved by reprogramming. An x-ray was performed, and no device abnormalities were identified. A lead revision was performed to resolve the disconnected electrodes. Post procedure, the patient was receiving adequate therapy.